Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The DHR review could not be performed without a lot number. The labeling is found to be adequate. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the stated that they were changing out pads to get water flow rate (wfr) was at or above 1 l/m in an arctic sun device. Troubleshooting guide they stated that the water flow rate (wfr) should be at 1 l/m. This might be the reason the patient was not cooling. Patient was at targeted temperature (tt) 20:15 but has been on a steady rise and water temperature (wt) was not changing. Patient temperature (pt) was 35.5c, targeted temperature (tt) was 33.5c, wt 29.9c. They adjust targeted temperature (tt) to 33c to see if they could get device to cool. They were getting alert 113s (reduced water temperature control) earlier, but patient temperature (pt) seemed fine. Just received alert 113 again when patient temperature (pt) was 35.2c wfr 1.2 l/m and water temperature (wt) was 29.9c. System diagnostics showed that the outlet monitor temperature (t1) was 29.9c, outlet control temperature (t2) was 29.9c, inlet temperature (t3) was 29.6c, chiller temperature (t4) was 29.8c, water flow rate (wfr) was 1.2 l/m, inlet pressure (ip) was-6.9psi, circulation pump command (cpc) was 35 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 4, system hours were 170.1 and pump hours were 135.9. Advised to swap out device and send this one to biomed labeled 113 for chiller to be evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the stated that they were changing out pads to get water flow rate (wfr) was at or above 1 l/m in an arctic sun device. Troubleshooting guide they stated that the water flow rate (wfr) should be at 1 l/m. This might be the reason the patient was not cooling. Patient was at targeted temperature (tt) 20:15 but has been on a steady rise and water temperature (wt) was not changing. Patient temperature (pt) was 35.5c, targeted temperature (tt) was 33.5c, wt 29.9c. They adjust targeted temperature (tt) to 33c to see if they could get device to cool. They were getting alert 113s (reduced water temperature control) earlier, but patient temperature (pt) seemed fine. Just received alert 113 again when patient temperature (pt) was 35.2c wfr 1.2 l/m and water temperature (wt) was 29.9c. System diagnostics showed that the outlet monitor temperature (t1) was 29.9c, outlet control temperature (t2) was 29.9c, inlet temperature (t3) was 29.6c, chiller temperature (t4) was 29.8c, water flow rate (wfr) was 1.2 l/m, inlet pressure (ip) was-6.9psi, circulation pump command (cpc) was 35 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 4, system hours were 170.1 and pump hours were 135.9. Advised to swap out device and send this one to biomed labeled 113 for chiller to be evaluated.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The DHR review could not be performed without a lot number. The labeling is found to be adequate. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the stated that they were changing out pads to get water flow rate (wfr) was at or above 1 l/m in an arctic sun device. Troubleshooting guide they stated that the water flow rate (wfr) should be at 1 l/m. This might be the reason the patient was not cooling. Patient was at targeted temperature (tt) 20:15 but has been on a steady rise and water temperature (wt) was not changing. Patient temperature (pt) was 35.5c, targeted temperature (tt) was 33.5c, wt 29.9c. They adjust targeted temperature (tt) to 33c to see if they could get device to cool. They were getting alert 113s (reduced water temperature control) earlier, but patient temperature (pt) seemed fine. Just received alert 113 again when patient temperature (pt) was 35.2c wfr 1.2 l/m and water temperature (wt) was 29.9c. System diagnostics showed that the outlet monitor temperature (t1) was 29.9c, outlet control temperature (t2) was 29.9c, inlet temperature (t3) was 29.6c, chiller temperature (t4) was 29.8c, water flow rate (wfr) was 1.2 l/m, inlet pressure (ip) was-6.9psi, circulation pump command (cpc) was 35 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 4, system hours were 170.1 and pump hours were 135.9. Advised to swap out device and send this one to biomed labeled 113 for chiller to be evaluated. Per follow up information received via phone on 24jan2025, it was reported that the initial device was having issues dropping its temperature. Technical support advised to swap the device. The device was swapped and the patient completed therapy on an alternate device. No patient impact was reported. They labeled the device and put in a service request to biomed. They stated that the device was repaired but was unsure if the onsite biomed team completed the repair or if it had to be sent off. No serial number was available.